Manufacturer narrative:
An event regarding an alleged disassociation involving a reunion tsa - press-fit humeral stem was reported. The event was confirmed. Method and results: device evaluation and results: a material analysis report concluded damage was observed on the head trunnion and stem taper. The head was most likely not fully fixated to the stem, allowing the head trunnion to articulate against the stem taper. The articulation of the head likely caused the damage observed. The reason for the head not being fully fixated on the stem could not be determined. Eds results indicated the head was consistent with cocr alloy and the stem was consistent with ti-6al-4v eli alloy. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: a material analysis report concluded damage was observed on the head trunnion and stem taper. The head was most likely not fully fixated to the stem, allowing the head trunnion to articulate against the stem taper. The articulation of the head likely caused the damage observed. The reason for the head not being fully fixated on the stem could not be determined. Eds results indicated the head was consistent with cocr alloy and the stem was consistent with ti-6al-4v eli alloy. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
Patient presented to dr. (B)(6) with increased pain in her shoulder after previous surgery. It was determined the humeral head disassociated from the stem. Dr. (B)(6) determined a revision was necessary. Revision surgery was performed (B)(6) 2015. It was determined during revision surgery to removed stem/head and replace with a reverse shoulder procedure.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Patient presented to dr. (B)(6) with increased pain in her shoulder after previous surgery. It was determined the humeral head disassociated from the stem. Dr. (B)(6) determined a revision was necessary. Revision surgery was performed (B)(6) 2015. It was determined during revision surgery to removed stem/head and replace with a reverse shoulder procedure.